Event description:
Metr name: one touch ii. Strip name: one touch test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. The patient reported that they recieved "control" with blood result on the meter. The meter allegedly was displaying blood reading as control. The result on the patient's meter was 180 control (units not specified). There was no result obtained from any other source. There was no comparison between the patient's meter and any other device. There was no treatment. The patient did not have items to resolve the issue. No further information has been reported.